Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found a partial middle portion of the lead measuring 34.7 cm was received. External insulation abrasion was noted at 33.8 cm to 34.5 cm. The abrasion was consistent with constant friction with another implantable device or patient anatomy.

Event description:
This report is to advise of an event observed during analysis.